Event description:
The customer called philips because the device does not perform the auto test. It was clarified the device failed to perform the self-test. There was no report of patient involvement.